Event description:
It was reported by the customer that during staff check the cs300 intra-aortic balloon pump (iabp) ECG cable sheath was damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. Fse replaced the ECG cable. The unit passed all functional and safety tests as per manufacturers specifications.